Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The returned photos were reviewed and the lens appears to be damaged. However, no determination could be made as to the origin of the damage. There are no other reports in the lot. Additional information was requested and received.

Event description:
Surgeon reported patient complains of lines in his vision when he looks at a light. Patient reported seeing diagonal lines that are distorting his vision and he is experiencing glare. The lens remains implanted.